Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had 10 or 11 tampons that were missing the string. She noticed prior to use therefore did not use the tampons.